Event description:
A malfunction alarm was reported with the code malf 12. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl. Technical support provided pump reset information and assisted the customer with resetting the pump. The malfunction did not recur after resetting, and the customer was instructed to continue using the pump and to contact support if the issue occurred again.